Event description:
It was reported that immediately after the implant the leads were checked. The ventricular lead impedance and threshold measurements were high and variable. Fluoroscopy revealed the lead appeared to be in the same position. The lead was repositioned due to the possibility of microdislodgement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.